Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 4.2 failed and maintenance required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.2 failed with a rowboardnotpresenterror and required maintenance. A field service engineer performed mpar maintenance, resecured all row board, retractor, and internal pyxibus cables, inspected the unit and drawers, tightened loose drawer fronts, and tested for proper operation. The system functioned as intended after the field service engineer repaired the device.